Manufacturer narrative:
Block b3: approximation - patient's symptoms began 3 years ago. Block d2b: additional applicable product code: nhl. The device was retained by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that the following may be potential risks associated with the use of the deep brain stimulation (dbs) device: implanted device components (stimulator, lead, or lead extension) may move from original implanted location or wear through the skin, which may lead to the need for additional surgery and implant site complications such as pain, poor healing, redness, warmth, swelling or wound reopening. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a washout procedure followed by a lead explant due to wound dehiscence and skin erosion. The patient had a prior history of wound dehiscence and washouts, as it was noted that the wounds did not heal well. In this instance, the physician elected to remove the lead and involve plastic surgery to support wound healing. The patient was placed on antibiotics, and cultures were obtained; however, the results were not disclosed. The patient is expected to achieve full recovery. The explanted device was retained by the facility and will not be returned to boston scientific for analysis.